Event description:
It was reported that prior to a port placement procedure, the catheter, stylet tip end point were allegedly clogged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one fully peeled 8f peel apart sheath was return for sample evaluations. Visual evaluation was performed. Multiple kinks were noted on each sheath shaft due to peeling of sheath. Functional testing was not performed due to the condition of the sample. No other anomalies were observed. Therefore, the investigation is inconclusive for the reported stylet clogg issue as functional testing were not performed due to condition of the sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the catheter, stylet tip end point were allegedly clogged. The procedure was completed using another device. There was no patient contact.